Event description:
A trial patient reported retention issues. The patient noted painful urgency, but they were not able to void. The patient noted they turned the device off on (B)(6) and turned it on (B)(6) and decreased stimulation, the patient stated that seemed to help. It was unknown if the issue was resolved at time of the report. It was noted the patient began the trial on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.